Manufacturer narrative:
An event of valve explant due to calcification and resultant stenosis and high pressure gradient was reported. The calcification was confirmed, and noted in all three cusps, almost completely immobilizing the cusps. Cusps 1 and 3 contained tears and fibrous pannus ingrowth on their inflow surfaces. Cusps 2 and 3 contained thrombus on their outflow surfaces. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined; however, information from the field indicated that the patient had a history of calcification and was on dialysis, a known contributing factor to calcification.

Event description:
On (B)(6) 2013, an epic supra valve was implanted due to native valve calcification. On an unknown date, the patient was diagnosed with progressive aortic stenosis with an eoa of 0.5 and pressure gradient of 50 to 60 mmhg. On (B)(6) 2018, a re-do avr was performed and the epic valve was explanted and replaced with an ats open pivot bileaflet heart valve. Upon explant, significant calcification was observed. Post-operatively, the patient is reported to be stable. The physician reports that since this patient was also on dialysis, calcification of the epic valve may have been accelerated.

Event description:
On (B)(6) 2013, an epic supra valve was implanted due to native valve calcification. On an unknown date, the patient was diagnosed with progressive aortic stenosis with an eoa of 0.5 and pressure gradient of 50 to 60 mmhg. On (B)(6) 2018, a re-do avr was performed and the epic valve was explanted. The physician reports that since this patient was also on dialysis, calcification of the epic valve may have been accelerated. Additional information has been requested.